Manufacturer narrative:
(B)(4). Date sent 5/6/2025 d4 batch #392d77 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with no apparent damage and with a reload present. The reload was received fully loaded with staples, with the swing tab in the unlocked position, the knife not completely within the doghouse and it was noted that the doghouse component of the cartridge was damaged. A probable cause for the damage in the reloads indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Make sure the cartridge is inside the channel track and the proper loading technique is being used. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event reported was confirmed and it is related to improper use of the reload. Please refer instructions for use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 392d77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. Additional information was requested, and the following was obtained: did the knife not return after the first firing? Unknown.

Manufacturer narrative:
(B)(4). Date sent 4/23/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/2/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the knife not return after the first firing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia cicatricalis (beklemde) it was not possible to insert the reload and the knife came out. They opened a new ntlc stapler. There were no patient consequences.